Event description:
Pt with external pacemaker placed due to intermittent heart block. When pads were removed after approx. Thirty-two (32) hours in order to do an EKG, a 4cm area of necrotic tissue was noted. Required medical intervention. Pt expired unrelated to event. Note: event attributed to user error as pacer pads not changed after eight (8) hours per instructions.